Manufacturer narrative:
Concomitant medical products: product ID: 387360, lot# va1taxu, product type: screening device. Other relevant device(s) are: product ID: 387360, serial/lot #: va1taxu, ubd: 24-jul-2022, (B)(4). Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead could not be used normally and the resistance could not be measured. There were no external factors reported to have led or contributed to the issue. The ¿whole link¿ was checked with no problem found and the ¿cable was no problem,¿ so the lead was replaced. It was stated that a surgical intervention occurred where by the lead was replaced and the operation was completed. The issue was not resolved at the time of report. It was noted that since lead replacement resolved the issue, ¿it was concluded that the lead was broken.¿ the patient was alive with no injury at the time of report; no further complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found no anomalies. If information is provided in the future, a supplemental report will be issued.